Event description:
Consumer states while brushing on the right side of her mouth, the brush head broke. The customer stated, "the broken off piece of brush head was in her mouth and she should spit it out so she doesn't choke on it." Consumer further clarified that "there was no choking involved." The customer claims that she "was not biting or chewing on the brush head."

Manufacturer narrative:
On (B)(4) 2012 upon physical exam of the returned unit - the brush head was broken at the 9th row of bristle holes (close to the thinnest interface of bristle plate and neck. There is clear indication of high wear on bristles (splay). The backside of bristle plate appears to have above normal wear on the plastic. Indication of nicks, dents and gouges on the brush head. On (B)(4) 2012 f/u conversation with consumer: consumer stated that they have never dropped the unit. Consumer stated that they use arm and hammer baking soda/tarter control (sparkle). The consumer stated that when they finish brushing they rinse the head with h2o and put the cap on the head; the unit is stored standing upright. As stated in our dfu, "if your toothbrush contains peroxide, baking soda or bicarbonate (common in whitening toothpastes), thoroughly clean the brush head with soap and water after each use. This prevents possible cracking of the plastic." On (B)(4) 2012 we will complete analysis of the unit and file a f/u report within 30 days.